Manufacturer narrative:
(B)(4). This complaint for the connection issue for the bag line spike not able to connect to a spike port was not confirmed in the lab. Batch review was not performed due to unknown lot number. A visual and dimensional inspection was performed on the returned sample with no abnormality observed. The reported issue was not confirmed and the cause was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
A nurse reported that the bag line spike of a yume set could not be connected to the spike port of a solution bag while using a clean flash device. This connection issue occurred during set-up. There was no patient injury or medical intervention reported.